Event description:
Patient reported right side "implant is poking out of from under the breast due to the placement of the implant under the muscle" and "the size was wrong and the nipple placement was off immediately after the surgery." Healthcare professional later reported right side rupture and capsular contracture, baker grade v. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification and crease flat. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process the event of "capsular contracture, baker grade v" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and capsular contracture, baker grade v.

Event description:
Patient reported, right side "implant is poking out of from under the breast, due to the placement of the implant under the muscle". And "the size was wrong and the nipple placement was off immediately after the surgery". Healthcare professional later reported, right side rupture and capsular contracture, baker grade v. Device has been explanted.